Manufacturer narrative:
Initial notifications occurred on (B)(4) 2014 in the form of a investigation, this was not confirmed until october 14, 2014, when a review of the fire contents occurred. At this time the cause of the fire is still under investigation. There has been no other fire involving precision medical poc's that we have been made aware of, to date.

Event description:
Fire occurred in a warehouse involving 8 precision medical portable concentrators, and several other manufacturers concentrators, unknown quantities involved. No one was injured, and the cause of the fire is still under investigation.